Manufacturer narrative:
Patient information is unknown. Date of event is unknown. It is unknown whether patient underwent procedures for explantation of device. Additional pro. Code: ktt. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter email is unknown. Part no.: 412.120s, lot no.: l356983, manufacturing location: (B)(4), release to warehouse date: 30.mar.2017, expiry date: 01.mar.2027. No non-conformance records were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, open reduction internal fixation (orif) was applied for the patient using a titanium locking screw. The surgery was completed without any problems. On (B)(6) 2018, it was discovered that the screw was broken. Patient is in stable condition. This report is for a 3.5mm ti locking scr slf-tpng w/stardrive recess/48mm-ster. This is report 1 of 1 for (B)(4).